Manufacturer narrative:
(B)(4). G2: foreign: france. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee ligament surgery approximately a month and a half ago. Subsequently, the patient underwent a revision surgery to remove a piece of the fractured needle from the instrument that was retained by the patient. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and corrected information. The following sections were updated. The following sections was corrected. Visual examination of the returned product identified some damage with some grooves on the needle. The needle is also bent where the grooves are located on the needle. There is also one blue anchor that remains inside the tip of the needle. The presence of dimple features suggests ductile overload. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.